Event description:
Major equipment failure discovered during morning quality assurance (qa) procedure. Manufacturer service promptly contacted. Repairs and parts replacement still taking place as of the time of this report entry. The nature of the repair will require full calibration before available for clinical use.